Event description:
It was reported to boston scientific that upon completion of the hta procedure, they noticed a small, about 1cm long, mild vaginal burn on vaginal wall and the cervix. The patient was treated with silvadine cream and released.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; as it was disposed of, therefore, a failure analysis is not available. We are not able to determine the relationship between this device and the cause for this event. Lot number was not available, therefore device manufactured and expiration date are unknown.